Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, label damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error during tube filling. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.